Manufacturer narrative:
Examination of the returned instruments confirmed the reported event of the tips being damaged. The overall condition of the instruments indicates heavy usage. Tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots of the holder, creating an oversized condition and damaging the internal rod. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Continue to monitor per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip was damaged when the customer received the kit.